Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised was replacing bearing on chair and noticed right back bracket that connects back to the frame of the chair was broken. Dealer advised enduser not aware how issue happened.